Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient for cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report after receiving information from the customer that the reported patient information was not for this patient event. Evaluation results: the ECG data from the event was returned and evaluated. Evaluation found the analysis event consisted of three segments, two of which returned a finding for shock advised. The first segment showed significant artifact in both the CPR and ECG waveforms. A shock advised result was returned secondary to low levels of normalized amplitude, a high number of detected peaks and the average width of complexes. The second segment returned a no shock advised result secondary to a lack of matching condition. The algorithm was unable to match the recorded data points to either a shockable or non-shockable condition. The third and final segment returned a shock advised finding secondary to low levels of normalized amplitude, a high number of detected peaks and the lack of detectable qrs complexes which may have been secondary to the overall low voltage of the signal. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that ther was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) for cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complaint indicated that the clinician obtained another device to continue treating the patient. Complaint indicated that the patient subsequently expired.